Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported elevated blood glucose levels over 400 mg/dl while wearing the pod for an unknown duration of usage. The patient's healthcare provider advised the patient to seek emergency care, and the pod was changed in the hospital, after which glucose levels normalized. Additional details regarding the date of medical attention, length of stay, diagnosis and treatment were not available. Subsequent clarification was received from the clinical services manager and a diabetes center facility confirmed that the two emergency room visits occurred as a user error, not device malfunction because the pod expired and the patient had completely run out of insulin, leaving one unable to apply new pod or administer injections. This report reflects on the first emergency room visit.